Event description:
A physician in the cath lab reported the stopcock is falling apart with a certain amount of atmospheres (psi). The customer also noted the product fails at 40psi. There was no report of patient harm or medial intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned by customer. The customer complaint of stopcock failing during use could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.